Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported oxygen sensor would not calibrate oxygen range error. Also constant flow coming out of the flow sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low volumes during use on a patient on the vela ventilator. The customer reported there was no patient harm associated with the reported event.